Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, it there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, the balloon separated from the catheter. The 1.5x20mm apex balloon catheter was advanced to the right coronary artery (rca) and while using the device, it was noted that the balloon came apart from the hypotube, but did not dislodge from the balloon catheter. The physician was able to successfully remove the device from the pt without the balloon dislodging from the catheter. The procedure was successfully completed with an unspecified balloon with no pt complications reported. Add'l info was requested, but was not received.